Event description:
Flexible tip of percutaneous thrombolytic device sheared off as device was being removed during interventional radiology procedure. Under fluoroscopy, the tip was located in the pulmonary artery; attempt made to remove was unsuccessful. Tip was left in patient.